Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2010 ap pelvis, lumbar, lateral lumbar show normal pelvic anatomy with a grade two isthmic spondylolisthesis at l5/s1. On (B)(6) 2010 lumbar MRI shows degenerative disc at l5/s1 with above mentioned spondylolisthesis. Large anterior disc herniation is seen and foraminal stenosis about both l5 roots is apparent. The remainder of levels appear normal. On (B)(6) 2010 postop ap and lateral lumbar x-ray show l5/s1 construct partially reduced, with spacer in l5 disc and screws at l5 and s1. Wide decompression has been accomplished. On (B)(6) 2011 ap and lateral lumbar x-rays show construct in good position without changes. On (B)(6) 2011 ap/ lateral lumbar x-rays show construct at l5/s1 without changes. Developing fusion is suspected. On (B)(6) 2011 lumbar MRI shows solid fusion at l5/s1 with incomplete reduction of spondylolisthesis. The back of the capstone spacer is even with the posterior aspect of s1 and is therefore proud at l5. Mild dural sac compression is likely at this level on the left.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 patient underwent left sided far lateral discectomy through a translaminar far lateral approach at l5-s1, complete l5 laminectomy with bilateral facetectomy and bilateral l5 foraminotomy, posterolateral lumbar fusion with autologous bone and infuse bone graft over transverse process of l5 to the sacral ala, transforaminal lumbar interbody fusion with autologous bone and infuse bone graft at l5-s1 through left sided transforaminal approach, placement of interbody fusion (peek capstone cage 12x 22mm) at l5-s1 through a left sided transforaminal approach, placement of bilateral pedicle screw instrumentation from l5-s1 and harvest of local autologuous bone from spinous process and lamina of l5 and s1. (B)(6) 2010 patient presents for 2 week post-op follow-up. Per medical record "he no longer has significant back pain and his leg pain is markedly improved and he is walking much better. Status post l5-s1 decompression and interbody fusion, posterolateral fusion with an excellent postoperative result. His l5 radiculopathy has improved significantly but he still has significant neuropathy but his leg pain has improved." (B)(6) 2011 patient presents for office visit with a little bit of back pain but other than that he is doing well. Per imaging report "his ap lateral cervical spine films obtained showed good placement of the instrumentation, good placement of the interbody cage and there is bone out laterally over the transverse process and sacral ala on the right side which appears to be congealing but does not appear to be a full fusion yet." (B)(6) 2011 patient returns for follow-up, per medical record "he has no complaints today of leg pain." (B)(6) 2011 patient presents with c/o increased pain 1 year post-op follow-up per medical record" a review of lumbar spine ap and lateral reveal there has been posterior fusion of the l5 and s1 vertebral bodies. Screws are present posteriorly bilaterally in each of these vertebral bodies with attached rods. Fusion hardware continues intact. Interbody fusion device is present in good position in the l5 disc space. There has been posterior decompression at the l5 level. Posterolateral bone fusion material is present, best seen on the right, at the l5 and s1 level. Facet sclerosis is evident at the l4, and to a lesser degree the l3 level and lumbar vertebral heights continue normal." Per review of CT of the lumbar spine "patient is status post l5-s1 fusion and instrumentation with what appears to be good developing arthrodesis although a vacuum disc phenomenon on the right at l5-s1 is suspected." (B)(6) 2011 patient underwent an electroencephalogram which indicated normal for patient's age.

Event description:
On (B)(6) 2012: the patient presented for a physical exam. Examination found patient to have spasms, posterior knee and thigh pain and cramping in his feet. The patient also reported lower back pain. The patient reports acid reflux, neuropathy, and pain for reasons he has trouble sleeping. The patient also reports trouble swallowing. The patient reports nausea, blurred vision, and stumbles. On (B)(6) 2012: the patient presented for a follow up visit. The patient reported having back pain after falling out of bed. Spasms are getting better. On (B)(6) 2012: the patient presented for follow up with no new problems. On (B)(6) 2012: the patient presented for follow up with no new problems. Doctor did note neurological manifestations due to diabetes ii and chronic low back pain. On (B)(6) 2012: the patient presented with a cough and requested referral to throat doctor. Assessment: neurological manifestations due to diabetes ii and chronic low back pain. On (B)(6) 2012: the patient presented for follow up with complaints of leg cramps at low back pain. Assessment: neurological manifestations due to diabetes ii and chronic low back pain. On (B)(6) 2013: the patient presented for follow up and med refills and had no new complaints. On (B)(6) 2013: the patient presented for follow up and refills with no new complaints. On (B)(6) 2013: the patient presented with no new problems. Assessment: chronic low back pain. On (B)(6) 2013: the patient presented with back pain and nausea. On (B)(6) 2013: the patient presented with previous cold sweats and blisters on his feet. Assessment: chronic low back pain. On (B)(6) 2013: the patient presented with low back pain and requested meds being filled. On (B)(6) 2013: the patient reported having neck surgery.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010 the patient underwent a fusion procedure using rhbmp-2/acs, 12 x 22 mm spinal system, mas screws, rods and set screws. (B)(6) 2014 the patient presented with the diagnosis of low back pain. Ap lateral lumbar spine films showed what appears to be a solid arthrodesis laterally over the transverse process of l5 to sacral ala on the right side. There also appears to be bridging bone across the disk space within the interbody cage and appears to be good placement of the instrumentation without significant change from previous studies. There is some deflection in the s1 screw on the left side seen on the lateral view, but not on the ap view. This may represent a small fracture. On an unknown date, the patient underwent CT scan of the lumbar spine which showed what appears to be a solid fusion through the interbody cage at the l5-s1 level. There is no instrumentation failure. No fractures in the hardware. There is some bone posterior bone growth para central on the left side.